Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. We have received the guide and the digital model back from the customer, and we have been able to indicate the drill entry point at soft tissue level. This situation is very similar to the pre-op planning. We also took a look at the position of the implant in relation to the available bone volume. There is a large portion of the implant, which is planned outside of the available bone volume. Therefore, when creating the osteotomy for this implant, it is normal that it seems like it is positioned too much towards the buccal side, when in fact, the implant position which was chosen during pre-op planning was obtained.

Event description:
In this event it was reported that a surgiguide would not fit a patient properly. The dentist stated it was off approximately 3mm, shifted to the buccal. The problem was noticed during surgery. The patient was not sedated. Bone graft material and a membrane were placed at the surgical site. The implants were not placed, because the osteotomy was too far buccal, there would have been no primary stability. An additional surgery is now required.